Event description:
It was reported that the customer jumped into the pool while wearing the insulin pump and it appears that there is water under the display window. The father stated that when he shakes the device there is a horizontal line going across the screen, and then the display is blank. The customer's blood glucose at time of call was 100mg/dl, and she will treat with an insulin pen. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with a frozen display as a result of a corroded electronic assembly and motor. Unable to confirm missing segments or blank display.